Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 87 mg/dl. Troubleshooting was done. Customer stated that the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to moisture damage force sensor resistor. The reservoir test was performed using liquid in the insulin pump, no air bubbles anomaly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.